Event description:
Customer reported that system displays low kv low ma errors.

Manufacturer narrative:
Gehc service personnel diagnosed failure to battery packs. Ordered battery packs. Replaced battery packs, system displays low kv low ma errors. Further diagnosed system to igbt/snubber pcb. Replaced parts as needed and verified system operates as intended.